Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent hip procedure on (B)(6), 2010. Nine weeks after surgery, the patient fell and after walking for a few days, felt pain. X-rays showed a broken ceramic head. Revision procedure was performed on (B)(6), 2010. No further complications have been reported.